Event description:
Customer states while on ac power, the vent shut down with alarms (no patient harm reported) and would restart when silence button was pressed or would power back on by itself - occurred on several ocassions.